Manufacturer narrative:
Per additional information from the customer, the device was reprocessed according to IFU (instructions for use) prior to be returned to olympus. This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of foreign material in the air/water and auxiliary water channels could not be identified. The suggested event is detectable and preventable by handling the device in accordance with the following sections of the instructions for use: - IFU states that detection method in gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. - IFU states that preventive measure in gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Event description:
A user facility returned the olympus asset, evis exera colonovideoscope, to the olympus service center. Upon inspection and testing of the returned device, it was observed that there was foreign material in the air/ water (aw) tube and jet tube (j-tube). This report is being submitted for the event found during evaluation. There was no patient involvement.

Manufacturer narrative:
The device was returned as part of the asset return process. In addition to the reportable findings, the evaluation found the additional non-reportable findings as follows: the flexibility adjustment ring had a scratch, the grip had a scratch, the aw-cylinder had no color, the suction cylinder had no color, the switch box had a scratch, the image guide protector had a scratch, the light guide lens had a crack, the adhesive on the bending section cover had a crack, the connecting tube had a cut, and the universal cord had coating peeling. The investigation is ongoing, and a supplemental report will be submitted upon completion or if any additional information is provided.

Manufacturer narrative:
Corrected data: h6 (type of investigation code "4111" was inadvertently omitted from the previous follow-up report).